Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, external inspection revealed multiple severe fractures throughout the ceramic case. The photographic imaging inspection revealed a fractured hybrid. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The damage condition of the device prevented some of the mechanical tests from being performed. The internal visual inspection revealed biomaterial on components as well as discoloration on the traces. The failure of this implantable cochlear stimulator (ics) was attributed to a severely fractured case. Cracked cases are usually associated with impacts sustained over the implant location. This older device configuration is no longer manufactured. This is the final report.